Manufacturer narrative:
No outer abnormalities were noted. Leakage and a steady flow of air were observed during leak and aspiration testing respectively. A tear by the center slit of the internal hemostatic valve was found. This type of defect can compromise the valve's ability to seal pressure and fluid within the sheath. It was further clarified but did not change the nature of the event, the issue was identified during farawave introduction into the sheath. No abnormalities during prep. Devices inside the sheath were faradrive dilator, nrg transeptal needle, 180cm j-tip gw. Irrigation method was pressure bag. Bubbles observed in flushing line. No air seen inside patient.

Event description:
During a paroxysmal atrial fibrillation ablation, a faradrive steerable sheath was selected for use. During procedure, when introducing catheter through sheath air was sucked in from the valve and kept being aspirated. The sheath was replaced and the procedure was completed without patient complications. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a paroxysmal atrial fibrillation ablation, a faradrive steerable sheath was selected for use. During procedure, when introducing catheter through sheath air was sucked in from the valve and kept being aspirated. The sheath was replaced and the procedure was completed without patient complications. The device is expected to be returned.